Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a decrease in amplitude measurements as it had dislodged from its position in the atrium. Surgical intervention was performed and the ra lead was repositioned and remains in service. No adverse patient effects were reported.